Event description:
It was reported that a pt underwent a sling procedure in 2009. Immediately following the procedure, it was noted on ultrasound that the pt was retaining urine but was told to self-catheterize if necessary. Five days after the procedure, the pt experienced hemorrhage which resolved in four days after visit to " facility". The pt is still having leakage when sneezing and during the night. There has been a slight improvement in stress urinary incontinence but she is leaking occasionally as well. No further info is available.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009. Urinary retention occurred- conclusion no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.